Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm prior to and after a set change. Blood glucose level near the time of the incident was 480 mg/dl. Troubleshooting was not completed. Customer's mother stated that she would perform an additional set change and call back if necessary. The insulin pump was not replaced or returned for analysis.